Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Based on information provided, the root cause was attributed to an user related issue. A non-sterile implant was implanted, which should be strictly avoided due to risks of infection. As a reminder, the instructions for use clearly state: "products not labelled as sterile are non-sterile. In the event of contamination, or expiration of shelf life or in the case of products supplied non-sterile, the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use, unless specified otherwise in the product labeling or respective product technical guides." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a patient has had a non sterile finger plate from the variax 2 hand plating system implanted. This was identified by the hospital nurse when she looked at the device packaging following the operation." It was an open reduction and internal fixation of a finger fracture.